Event description:
It was reported that a pericardial effusion was noticed with ice (intracardiac echocardiography) before going transeptal. The caller reported that the pericardial effusion was labeled as chronic. The caller reported that after pfa (pulsed field ablation) applications were done and the ablation catheter was pulled to the right ventricle, it was confirmed with ice that the pericardial effusion had grown. The caller reported that the ablation had been completed. The caller reported that the medical intervention provided was a pericardiocentesis. The caller reported that the patient was being taken to surgery for a thoracotomy window. The caller reported that the last known patient status was stable. The caller reported that the therapeutic/diagnostic bwi product being used was a sterilmed soundstar catheter. The caller reported that no other bwi catheters were used in the procedure. The caller reported that the sterilmed soundstar catheter was unavailable for return. The caller stated that the farapulse generator was used for ablation. The caller stated that petal xml was not used. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).